Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 488 mg/dl at the time of incident and other blood glucose was over 600 mg/dl, 583 mg/dl, 532 mg/dl, 477 mg/dl, 457 mg/dl, 488 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege under delivery and auto mode was inactive. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer declined troubleshooting. The insulin pump will not be returned for analysis.